Event description:
Additional information received on 10/2/2024: this was discovered during a subpectoral tenodesis procedure on (B)(6) 2024. The case was delayed ten to fifteen minutes without additional anesthesia.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that two ar-3680 fibertak button implant systems pulled out upon passing this was discovered during a procedure. The case was completed using a proximal tenodesis implant system in the same drilled bone hole.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.